Event description:
On 11 january 1999 a nellcor puritan bennett employee rec'd info reporting an issue with a 740 ventilator involving a pt death sometime earlier but date unknown. The report was that the ventilator switched to internal battery while connected to an ac outlet. The customer reported that the ventilator did alarm to alert them to the condition. About two hours later, the ventilator totally shut down while on the pt. They changed out ventilators at that time but reported "they felt that the stress of the unit shutting down was indeed very hard on the pt and that the pt's condition did worsen as a result". The customer also noted that "the pt had a number of other problems and felt it was not possible to definitely say that the failed 740 caused the death of the pt". The nellcor puritan bennett service engineer inspected the device and the unit passed extended testing. This unit is owned by gilmedica and was placed in this clinic while their ventilators were in for repair. The dr indicated that gilmedica had checked the ventilator a few weeks prior. It was also reported at that time that apparently, the device had had the same issue of switching to internal battery one time before but the ventilator passed extended self testing without any problems. The customer service engineer replaced the "bbu pcb" which monitors and controls the switching of power between the battery and ac voltage. This report is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in this report.